Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a chronic cough, nodules in the lungs, headaches, asthma, neuropathy, dizziness, fatigue, sore throat and pain in ears while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic cough, nodules in the lungs, headaches, asthma, neuropathy, dizziness, fatigue, sore throat and pain in ears while using related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The pms result: yes- the device may have caused or contributed to the above-mentioned serious injury of developed and worsening asthma, and reactive airway. Reactive airway may cause air to go into the patient's lungs and irritate, swell, and cause breathing issues. The chronic cough may be associated with the device and/or underlying health condition or disease, such as asthma. There was no pil at the time of this review. No-there is no evidence that the device caused or contributed to the reported event of neuropathy. Based on the conclusions reached and documented in ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00, dreamstation 1 platform particulate hhe's test data are currently available that do not indicate a correlation between exposure to the detected levels on voc's and neurotoxicity effects. No- the reported event of headaches, sore throat, ear pain, cough, lung nodules (non-cancerous), dizziness, extreme fatigue, and subsequently the patient had a CT scan that identified lung nodules lung. The patient receives scans every 6 months for nodules to monitor for any changes or growth is assessed as a non-serious, non-reportable injury. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. Section b7 and h6 updated in this report.